Event description:
Olympus (oekg) was informed that the customer evis lucera elite colonovideoscope was returned for service/repair for a reported control knobs problem. However, upon service inspection and testing, blockage from a foreign material was identified in the air/water nozzle. No death, injury or harm was reported to olympus.

Manufacturer narrative:
The service evaluation confirmed the customer¿s reported issue as the angulation movement is out of standard specifications and the control knobs have play. Also, the service evaluation found blockage from a foreign debris was identified in the air/water nozzle/outlet pipe. The blockage appears to be of a white-colored plastic material. Additionally, the light guide cover glass adhesive, objective lens cover glass adhesive and the distal end adhesive are worn. The control body aspiration and air/water housing are worn (coloured ring is worn) and the scope did not pass the electrical safety test. The scope was last serviced via repair in june 2021 for a reported ¿not blowing, possible blockage¿. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. If additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the following: brush was broken while the a/w (air/water) valve was brushed and bristles entered in the a/w nozzle. Therefore, the nozzle was clogged. A piece of the injection tube or silicone products entered in the channel and clogged in the nozzle. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "operation manual: preparation and inspection: inspection of the endoscope_ inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities operation manual: inspection of the endoscopic system: inspection of the air-feeding function. Inspection of the objective lens cleaning function." The user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "reprcessing manual: function and inspection of the accessories for reprocessing channel cleaning brush (bw-20t): inspection: check the bristles for damage. If the bristles are crushed, gently straighten them with your gloved fingertips. ·channel-opening cleaning brush (mh-507)_inspection: check the bristles for any damage. If the bristles are crushed, gently straighten them with your gloved fingertips. Single use combination cleaning brush (bw-412t): check the channel cleaning brush and channel-opening cleaning brush parts for loose or missing bristles. Caution: do not reprocess the single use combination cleaning brush prior to use. The brush may be damaged. Manually cleaning the endoscope and accessories brush the channels the channel cleaning brush (bw-20t) is consumable. The single use combination cleaning brush (bw-412t) is for single use. Repeated usage of these brushes may cause the brush head to become bent or kinked, which could cause it to come off during use. Confirm that the brush is free from any damage or other irregularities before and after use." Olympus will continue to monitor field performance for this device.